Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the devices were interrogated and the remaining longevity estimate graphic indicator bar was gray. The devices were tested a week later and the voltage had decreased. The devices were not used. There was no apparent patient involvement.